Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer¿s blood glucose level was in the 200¿s mg/dl. Customer continued to use current pump for insulin delivery.